Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated age. Estimated weight. (B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed on the second device to report chord entanglement and single leaflet device attachment. It was reported that this was a tricuspid procedure to treat severe grade tricuspid regurgitation (tr). The first mitraclip xtr was implanted without incident reducing tr grade to moderate. The second mitraclip xtr was inserted, but there was difficulty grasping the leaflet due to the poor imaging. The imaging was poor due to the patient anatomy. After the xtr clip delivery system (cds) was advanced to the right ventricle, it got caught in the chordae. Although it was stuck in the chord, both leaflets were able to be grasped and the second xtr was deployed. Right after clip deployment, the septal leaflet was no longer in the second clip. Tr grade remained moderate. The procedure was aborted. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Review of the complaint history did not indicate a lot-specific quality issue. It should be noted that, per the mitraclip system instructions for use, the mitraclip system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation. The reported single leaflet device attachment (slda) appears to be related to patients anatomy (tethered leaflets) in conjunction with procedural circumstances (poor visualization). User technique/procedural circumstances (imaging limitations) influenced the clip becoming caught in the chordae and failure to adhere or bond (difficulty in grasping and capturing leaflets). There is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.